Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving unspecified high sensor scans but did not perform a comparative reading. Consequently, the customer felt unwell and experienced unspecified symptoms of hypoglycemia and a loss of consciousness. The customer slept for 45 minutes and upon the ambulance arrival, the customer woke up after an unspecified injection was administered. Reportedly, sensor scans of 27.8 mmol/l, 27.8 mmol/l, and 26.8 mmol/l were received as compared to an adc meter results of 3 mmol/l, 5 mmol/l, and 2 mmol/l. When the results plotted on a parkes error grid, fell into the "d/e" zones showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.